Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp were unable to attach/detach and were difficult to operate. The following information was provided by the initial reporter : the consumer reported the syringes were damaged after taking the injection, glucose levels have been in the high 300-400 range and one pen needle could not be removed after the injection. Date of event: unknown. Samples: yes.